Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the orders were not crossing over to the patient profile, and the user was pulling medication by performing an inventory count. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. No findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the orders were not crossing over to the patient profile, and the user was pulling medication by performing an inventory count. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes and manufacturer narrative. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing over to the patient profile, and medications were pulled by performing an inventory count. A technical support specialist reported that certain medication access issues began late last week, including the inability to override for customer, which previously required overrides, advised that the discrepancy was due to a mismatch between the preservative-free product loaded in pyxis and the non-preservative-free product ordered in cams, coordinated with the sts technician to order and load the correct non-preservative-free product. In the interim, management performed inventory counts as a workaround. Additionally, clarified that this case was not assigned to customer and was a mix-up. The system functioned as intended after the issue was resolved.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the orders were not crossing over to the patient profile, and the user was pulling medication by performing an inventory count. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.